Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: (B)(4), ubd: 18-aug-2022, UDI#: (B)(4) . Product analysis: the valve and delivery catheter system (dcs) were discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the initial transcatheter bioprosthetic valve the valve dislodged after deployment and the valve was snared. When a second delivery catheter system (dcs) and a second transcatheter valve were attempted, the first valve was moved down and back up. The blood pressure dropped, the second transcatheter system was removed, and the procedure was converted to an open procedure. The first transcatheter valve was explanted. A non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.